Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). This report is submitted per the mw notification # mw5086645. Complaint investigation is in progress. Once the investigation is complete, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that during an partial amputation the tourniquet cuff did not immediately deflate and needed to be manually disconnected. There was unknown delay. No additional information available at this time.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(6). No device history record review or previous repair record review can be performed as it could not be determined through follow-up as there was no mean to have it performed or from when the event was reported as to what device was involved with the event. On (B)(6) 2019, it was reported that the cuff did not immediately deflate and the cuff needed to be manually disconnected. At the time of the investigation, however, it is unknown what product was involved with the event or what the customer did with the device involved. As such, no evaluation or repair can be performed or reviewed for the investigation. It is unknown what product was involved with the event or what the customer did with the device involved. As such, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information is available.